Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator (epg) had broken output connectors. It was also indicated that the lower case, hanger assembly, main seal, and one knob were contaminated. It was also indicated that the keypad layers were separating and were contaminated. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.